Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 174- 201 mg/dl.